Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. The event of viral infection (angina) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.

Event description:
Healthcare professional reported that patient was injected with [unspecified] juvéderm® voluma¿. Following a viral episode (angina) at an unspecified time after the injection, patient developed swelling and inflammation in the parotid area: no pain, no redness, no warmth.